Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative. The patient's pump alarmed, so they had her come in, and it gave the safe mode code when they interrogated it. The patient did not have any symptoms related to this issue. Her pump was only stopped for a few hours and they put it back to simple continuous, and it was able to resume therapy without interruption until her pump replacement. The replacement was done successfully, and the patient was due for a replacement in the coming months anyways. The cause of the safe mode and battery reset was undetermined so far.

Manufacturer narrative:
Analysis revealed that the battery had high resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard and confirmed by telemetry. The hcp reported to the manufacturing representative that the pump exhibited a single beep alarm, and when the pump was interrogated it displayed "pump safe reset." It was suggested to check the pump logs. There were no patient symptoms reported. The reporter was to follow-up with the hcp. The event date was unknown. It was noted the patient has more than one personal therapy manager (ptm). It was recommended that the patient should only have one ptm. Additional information was received that the alarm sounded when the reporter tried to use the ptm. The hcp stated the logs displayed safe state and low battery reset at 11:06. Further information was received that the pump was put back into simple continuous at the patient' s dosage and was updated. The drug information was still unknown. The hcp was aware that this was temporary and the pump could alarm and the patient could lose therapy again. As of (B)(6) 2016, the patient had not called the surgery center with another alarm. The patient was supposed to have the pump replaced sometime the week of (B)(6) 2016, but it was not scheduled yet. When the pump gets replaced it will be returned.

Event description:
Additional information was received from the manufacturing representative. As the patient tried to give herself a bolus, the pump began to alarm and was put in safe state and stopped therapy. The pump was reprogrammed that day back to simple continuous and continued therapy without personal therapy manager (ptm) until replacement. No other alarms occurred. The logs showed 'reset occurred - low battery' and 'pump in safe state' at 11:10 on (B)(6) 2016. 'Pump in safe state occurred on (B)(6) 2016 at 15:23, and motor stall recovery occurred on (B)(6) 2016 at 15:24. The pump was removed due to "low battery; pump is in safe state." The pump was replaced. There was no patient injury. The patient recovered without sequela. The event date was noted to be "a few weeks before explant." No rotor studies or dye studies were performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.